Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the 1.50 x 15 mm voyager rx balloon catheter was being used in the mid left anterior descending artery (lad), which was mildly tortuous, heavily calcified and had a 90% stenosis. The voyager balloon burst [ruptured] at 14 atmospheres. Reportedly, there were no pt effects. Though requested, no additional event or pt info is available.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned the device to baxter for an unknown reason. The product analysis laboratory (pal) evaluated the hc machine device and noted the device failed the rite (returned instrument test/evaluation) testing due to a reload set 152 alarm. During a follow up call on (B) (6) 2010, nurse stated that the home patient (hp) had expired. Reportedly, the hp had expired at home. The date of death was (B) (6) 2010. The patient was not connected to the cycler at the time of death. This patient was a poorly controlled diabetic, with failure to thrive, multiple co-morbidities, and a low albumin level. The family chose to not have an autopsy performed. The death was unrelated to baxter solutions or device. No further information is available.

Manufacturer narrative:
(B) (4). Evaluation was performed on the homechoice device for rite failure rls 152 (volumetric standard right pressure leak). Device received operative in fair condition. The rite test encountered an issue of rls 152 which was confirmed via the display on the device. Internal evaluation of the device revealed a cut transducer tubing between the digital printed circuit board (pcb) volumetric standard right pressure transducer and the manifold. The assignable cause for the rls 152 was determined to be a cut pressure transducer tubing. All transducer tubing was replaced.